Manufacturer narrative:
Concomitant medical products: product ID#: 977a260, serial#: (B)(4), product type: lead. Product ID#: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jan-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jan-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that all electrodes were out of range on the 0-7 lead. The caller indicated some electrodes have red and avoid on all. Caller is no longer w/ patient and had him review the report and all combinations are greater than 18,000 ohms. Patient is implanted off label for occipital. Caller wanted to discuss possible lead issue causes. No symptoms were reported. Rep reported cause was unknown. ¿avoid¿ contacts were utilized for programing. Electrode impedances were changing with every test and would occasionally show viable ohms. Rep's assumption being that they may still function for pain relief. Issue not resolved, potential lead revision could be scheduled to address the damaged lead.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); product type lead product ID 977a260 lot# serial# (B)(6); product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reported lead revision was completed for patient today related to historical impedance issues that were attempted to be programmed around unsuccessfully. Previous issues were reported via mpxr but caller doesn't have numbers. The old lead was removed and thrown out and replaced with lot va2lyue024. Caller does not know the patient's weight.